Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus based off an inaccurate continuous glucose monitor (cgm) reading. The cgm reading was reported as 162 mg/dl; however, the bg meter reading was 58-62 mg/dl. The customer-initiated bolus resulted in the customer's blood glucose (bg) level decreasing to 54 mg/dl, loss of consciousness and seizures. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.